Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified therapeutic procedure, the probe at the tip of the ultrasonic surgical device broke. The piece was retrieved from the patient and the procedure was completed with a backup device. There were no reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 lot#, d9, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. The device was confirmed to have a broken probe; the detached portion of the probe was not returned along with the device. The damaged probe attached at the distal end was measured and it was found the breakage was approximately 2.96mm from the attached portion of the damaged probe. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the complaint was due to component failure; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.